Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the post of the trocar broke. A new device was used to complete the case. There was no pt consequence.